Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red cell residue with the incident lot was observed. The samples were evaluated and the customer's indicated failure mode for red cell residue with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel, had red blood cell residue in the tubes. No injury or medical intervention.